Manufacturer narrative:
The reported events were failure to interrogate and back-up (bvvi) mode. The device was confirmed to be in bvvi, but no interrogation anomalies were revealed. A product code download was attempted, but was unsuccessful. Analysis was performed and did not reveal any bonding anomalies. The device was cut open and an external power supply was used. Further analysis was performed after replacing the external power supply, which revealed high current drain. Analysis of the hybrid leakage was performed at junctions and high current was noted at the junction j7, which is associated with hercules ic. The original battery was at end of life (eol) level. An assessment of total projected longevity was performed and device was revealed to have premature battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report. The exact implant date is unknown; however, it was implanted approximately one year ago.

Event description:
During an unrelated revision procedure, the pacemaker was unable to be interrogated due to back-up vvi mode. The device was explanted and replaced to resolve the event and the patient was in stable condition.